Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01245, 1038671-2025-00263. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported via legal documentation approximately 192 months after the patient had a bilateral total knee replacement, the patient underwent a revision surgery on the right knee to address prosthesis wear and component loosening. The patient has experienced progressive osteolysis with recurrent large effusions and aseptic loosening. Post revision operative notes were provided and noted aseptic loosening, osteolysis, instability and polyethylene wear of right total knee. Procedural findings noted large clear yellow joint effusion, extensive synovitis with no evidence of infection. Significantly loose patella and femoral components and a well-fixed tibial component. Extensive osteolysis was observed of the femur, patella and tibia, significant polyethylene wear and varus alignment instability under anesthesia. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00263 and 1038671-2023-01245. PMA 510k cannot be determined/device unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, femoral loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.